Manufacturer narrative:
Head size of the patients using scalp cooling therapy can vary among outlier demographics, which is why we recommend wearing a headband along with the cooling wrap. This will help avoid any contact the cold surface of the cooling wrap and the skin. This adverse event could have been avoided if the patient had won the headband during the treatment. After becoming aware of the event, we have introduced several measures to counter this issue which includes requirement to wear headbands during the scalp cooling session introducing smaller wrap to user facilities for outlier patients user training on application of the cooling wrap and reducing cooling intensity of the device if patient has already gone through heavy alopecia and has exposed bald spots.

Event description:
Patient received skin darkening on the forehead area after the scalp cooling session with (B)(4) device. We believe this occured due to direct contact establishing between the cold surface of the cooling wrap and bare skin around these areas. Upon further investigation through communication/interviews, it was found that patient had not worn headband in their 1st treatment. This caused their forehead skin to be exposed and in contact with the cold surface of the cooling wrap for the duration of the scalp cooling session causing the cryogenic burns.